Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn1177 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that water was leaked from the tube during the pre-flushing of the catheter.